Event description:
Customer reported taking a blood glucose test with his freestyle meter and receiving a reading of 125 mg/dl. Customer has a seizure (reported symptoms: without control, shaking and not speaking right). The paramedics were called, where upon arrival, they received a reading of 45 mg/dl with their meter. The customer was diagnosed with severe hypoglycemia and was provided peanut butter with crackers and applesauce to help stabilize. The reported freestyle reading was not consistent with the customer's state, diagnosis, nor with the treatment received by paramedics.